Event description:
The report from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci procedure), as the physician was fitting the abbott inflation device onto the hub of the cypher select plus 3.5 x 23 mm stent, the luer hub of the cypher stent delivery system (sds) cracked. The device was not clinically used in the patient. Another cypher stent was used to treat the patient/lesion successfully. There was no reported patient injury.

Manufacturer narrative:
The target lesion for the procedure was the left coronary artery. There was no product problem noted on inspection prior to use, and no reported difficulty attaching/threading the inflation device onto the luer hub. The inflation device was not used prior to the product problem. The same abbott inflation device was used subsequently without problems. No additional information is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.